Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During femoral trialing, the surgeon observed that the peg holes appeared to be shifted compared to the surface resection. The surgeon probed the holes and the rio system displayed that the holes were shifted 11-12 mm from the original plan. The surgeon determined that the proper course of action was to correct the post holes using the mako manual instrumentation set, and was able to complete resection to plan.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. During the procedure, the surgeon had trouble bringing the knee to full flexion and may have used excessive force to get the leg into the desired orientation. At the end of the case, the femoral bone pins were both bent, indicating a shift and loosening of the femoral array, which led to the event.